Event description:
50 psi allied chemetron air quick connection separated and the air hose was blown from the wall outlet. Ventilator immediately alarmed and switched to 100% oxygen. Another air quick connector was connected to the air hose, and was re-inserted into the wall air outlet. No adverse effects seen in pt's condition.